Event description:
On 07/09/1998, the MFR rec'd a device and letter from the facility's senior buyer that states the following: the enclosed device was an out-of-box failure when used by the physician on 06/24/1998. The physician states that the dilator and sheath were "nicked and torn" when opened for use. Please send a no-charge replacement to my attention. No further details were provided at this time.